Manufacturer narrative:
The reported event was confirmed. The sample was evaluated and it was observed to have a collapse lumen due to heavy salt accumulation inside of the drainage lumen that gave pressure on the lumen under the balloon. No conditions were found on the sample that could be associated with reported event. A potential root cause for this failure mode could be user related (blockage due to salt accumulation)/collapsed inflation lumen under balloon. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications: 1. Method for use: (1)do not reuse. (2)do not resterilize. (3)this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodin, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon.] (5)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver coated catheter"

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. It was later reported via email on 1 april 2019 from the international business center representative that the catheter was removed after cutting the shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. It was later reported via email on (B)(6) 2019 from the international business center representative that the catheter was removed after cutting the shaft.